Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite, and system would not boot up. During troubleshooting, the fse checked the m-rack for the gpdu (geometry power distribution unit) boot sequence and discovered that the b-rack was not powering on, and there were no standby leds on the pdm (power distribution module). The fse installed a new power supply and reprogrammed the updated pdm; however, the geo pc and flexvision pc failed to boot during functional testing. There was no communication with both the geometry pc and flexvision pc. The fse found issues with both pcs and suggested replacing them. The system was put back into operation after the flexvision pc was replaced. The codes were updated based on the investigation outcome